Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 235 mg/dl at the time of incident. Customer stated that the insulin pump esc button was unresponsive after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly and frozen screen noted. Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery, occlusion, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.